Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date 08/12/2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 15166813, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients scs was not working well. The patient underwent an explant procedure. No further information could be obtained.